Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt fell onto her couch, although was not hurt. Following the fall, the pt reported she felt no stimulation sensation. She was able to turn the device on and off but felt no changes. No further outcome was reported.